Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while sleeping. The customer removed the battery, replaced the battery and received the button error alarm again. The customer was unable to clear the alarm and also received the failed battery test alarm. The customer's blood glucose was unknown. While troubleshooting, the customer did not recall any significant events leading to the alarm apart from sleeping. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump passed displacement, operating currents, self test and off no power tests. No failed battery alarm. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.